Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to clinic for follow up on 03jan2023. Patient reported excruciating-debilitating pain of left chest site, sitting doubled over and panting. The pain was associated with dyspnea and inability to perform activities of daily living. It was also reported that the patient has been bedridden at home for 3 weeks and denied any injuries to site. The patient denied any pain or drainage from driveline site. The patient was admitted on (B)(6) 2023 for work up. Computed tomography (CT) chest/abdomen was done. No rib fracture was noted. Patient continued home with heart failure medications. Hemoglobin and hematocrit were 7.0/21.8, trending down; 1 unit of red blood was given on (B)(6) 2023. Fecal occult blood test was positive on (B)(6) 2023. Per gastrointestinal (gi), there was no acute intervention necessary. The patient continued with iron supplementation. On (B)(6) 2023, the patient was admitted with severe chest pain, and systemic signs of infection. Uptake on gallium scan was done suggesting deep infection at driveline and likely device. Blood cultures were negative to date but done on suppressive antibiotics. Patient continued on vancomycin. The patient had a potential transient ischemic attack (tia) on (B)(6) 2023. It was reported with right sided numbness and visual changes. Per neuro, it was likely not tia, computed tomography of the head (cth) without acute hemorrhage/infarct but signs of microvascular ischemic changed; carotid duplex result was 1/10 negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported driveline and pump pocket infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported gastrointestinal (gi) bleeding and neurological dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. The heartmate 3 lvas IFU lists infection (including driveline and pump pocket or pseudo pocket infection), bleeding, and neurological dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook (rev. D) provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was discharged with intravenous antibiotics.